Event description:
Cautery pencil was in the holster on sterile field during the surgical procedure. The pencil spontaneously activated in "cut" mode -setting 70-. Pencil removed from field and collected in original single basin set. Given to staff in charge, along with original wrapper. No pt harm. Given to biomedical engineering for eval.